Event description:
Facility alleges blood leak during dialysis. Ebl 200cc. 18th use. Equipment tech reports device failed air decay test. Dialyzeer replaced; pt restarted on dialysis. No furtheer medical intervention required.